Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient's mother reported that she changed her 10-years-old son's site last night as his blood glucose level was not coming down due occlusion alarms which they believed occurred due to reusing insulin from the previous cartridge and not removing air. At midnight, his blood glucose level was 18 mmol/l and ketone level was 3.6 mmol/l. This morning his blood glucose level was 23.6 mmol/l and ketones were 2.8 mmol/l. During discussion with the clinic, they noticed that he was into ketones for three days. Further, they looked at the old site location and changed the site. No further information was available.